Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer reset the pump themselves while waiting for assistance and noted the malfunction code. Technical support confirmed the malfunction through pump history, provided reset instructions, and assured the customer that the pump could continue to be used. The customer was advised to call back if the malfunction recurred, and they acknowledged this advice.